Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrent with modified sling urethropexy, uterosacral/sacrospinous vault suspension, posterior repair, perineorrhaphy due to pop, sui, intrinsic sphincter deficiency, voiding dysfunction. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems and recurrence.

Manufacturer narrative:
It was reported that patient underwent posterior colporrhaphy with extensive perineorrhaphy, excision of mesh exposure posterior vaginal wall and periurethral coaptite injection on (B)(6) for obstructed defecation, rectocele, perineocele, mesh exposure, sui and isd. Patient had coaptite injection on (B)(6) 2013 for sui/isd. No additional information was provided. (B)(4).